Manufacturer narrative:
Additional data: h10: this supplemental report is being submitted to retract the previous initial MDR report for a false positive, additional information provided by the customer confirmed that test procedures were not followed properly (user error).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false positive results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing generated a negative result and antigen test at a clinic was performed and generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.